Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft damage and separation/detachment were confirmed. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery with heavy calcification. After pre-dilatation was performed, the 2.5 x 15 mm xience prime stent delivery system (sds) was advanced, but when resistance was met, force was applied and the proximal shaft of the sds kinked. During withdrawal, the proximal shaft of the sds separated into two pieces. The separation occurred outside the patient's anatomy; therefore, the separated portion was easily removed. A 2.25 x 15 mm xience prime was used to successfully treat the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.